Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 486 mg/dl at the time of incident. Customer¿s current blood glucose level is 500 mg/dl. The customer also reported other blood glucose values such as 367 mg/dl, 357 mg/dl. The customer treated for high blood glucose with bolus. The customer was reported that the insulin pump had flow blocked alarm. The customer was assisted with troubleshooting. The customer was using the insulin pump when high blood glucose event was reported. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.